Manufacturer narrative:
As reported, the involved smartnails were most likely absorbed since the original surgery on (B)(6) 2015, as they could not be observed on the MRI on (B)(6) 2016. This lot # s0005699 was manufactured on 02/08/2013 in a lot of (B)(4) units. A review of the device history record shows no noted discrepancies that could have caused or contributed to the reported post-op complications. Further review of the complaint files shows no other similar complaints received for this item and lot number combination. A 2-year review of the overall complaint history for this device family showed a total of 4 reports of post-op complications involving 3 patients received from the same user facility in jun-2016 (MDR #1017294-2016-00074, MDR #1017294-2016-00075, and MDR #1017294-2016-00078). During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). The IFU lists post-operative complications, which include infections, both deep and superficial and allergic reactions under adverse events. The smartnail implant is constructed of self-reinforced polylactide copolymer material. As the fractured or osteotomized bone gains strength during healing, the smartnail implant gradually loses its strength. Absorption follows strength loss and is completed within several years, depending also on patient variables. Smartnail implants are intended for use in the fixation of fragments of fractured non-load bearing bones, osteotomies and arthrodesis, for example in the fixation of apical fragments, osteochondral fragments and cancellous/non-load bearing fragments in the presence of appropriate brace and/or immobilization. To reduce the risk of patient injury, the instructions for use (IFU) provides the following contraindications, warnings and adverse events: contraindications: treatment of physical fractures in children, because the effect of smartnail implants upon the healing of growth plates has not been tested clinically. Patients with suspected or known allergy to the implant materials. Situations where internal fixation is otherwise contraindicated, e.g., active or potential infection and where the patient's cooperation cannot be guaranteed. Warnings: a surgeon must give the patient appropriate instructions for post-operative care and rehabilitation in order to prevent premature load bearing and other complications. Improper insertion technique may cause breakage of the nail or premature failure. Patients should be advised that product material might cause allergic reactions including but not limited to foreign body reaction, tissue irritation/inflammation or other allergic reactions. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Adverse events: infections, both deep and superficial. Allergies, tissue irritation/inflammation and other reactions to implant and or instrument materials. Transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness.

Event description:
The user facility reported that two (2) smartnails diameter 1.5x16mm from two (2) different lot numbers were used during a knee arthroscopy/open osteochondritis dissecans drilling fixation/bone grafting on the right knee of a (B)(6) male patient on (B)(6) 2015. (Please reference MDR #1017294-2016-00078). Reportedly, the procedure was completed with no problems noted. Approximately, 6-month post-op, the patient was seen on (B)(6) 2016 for symptoms related to either "right knee effusion" or "broken smartnail head." An MRI was taken and the two implanted smartnails were not observed on the MRI and believed that the smartnails were likely absorbed since the original surgery. Additional information received from the user facility on 14-jul-2016 indicated that the patient was treated conservatively; the effusion went away, and the patient has done well since. The ocd (osteochondritis dissecans) looked healed on the MRI and his prognosis is good.